Event description:
It was reported that the patient had a fall, and now was having difficulty recharging. It was stated that there was stimulation in the wrong location, as the device was stimulating the left leg instead of the right leg. The manufacturer representative was reportedly going to check recharging issues and impedances. Additional information was requested, but not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was able to recharge her battery "fine". It was stated that the implantable neurostimulator (ins) was not flipped and the patient got 8 out of 8 coupling bars. It was stated that the lead "may" have moved. The patient was recovering from foot surgery and the doctor wanted to wait until she was healed before considering a revision. It was stated that thedoctor did not think it was necessary to do an x-ray to verify the lead placement at this time. The patient was supposed to follow up with the doctor at a later date.

Manufacturer narrative:
Product ID: 3888-45 lot# v179754, implanted: 2009 (B)(6), product type lead product ID: 3550-39 lot# n230410, implanted: 2009 (B)(6), product type accessory product ID: 3708220 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3888-45 lot# v179184, implanted: 2009 (B)(6), product type lead product ID: 3550-39 lot# n231447, implanted: 2009 (B)(6), product type accessory product ID: 3778-60 lot# serial #(B)(4), implanted: 2009 (B)(6), product type lead. (B)(4).

Manufacturer narrative:
(B)(4).